Event description:
The pt is known to be toxoplasmosis igm negative. The most recent testing generated an sxsym toxo igm assay index result of 0.701 (positive). The sample retested at an index value of 0.477 (negative) with a new reagent pack of the same lot. The negative control was within spec but at a higher negative index value than with the previous lot of reagent (21842m100). There is no impact to pt management reported.